Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 3093-28, interstim urinary mgu lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that they thought their implantable pulse generator (ipg) was "overpacing" and wondering if it could be caused by interaction with their interstim urinary mgu ipg. The patient was advised to contact their cardiologist regarding their symptoms. Follow-up was attempted without further information or device verification. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.